Event description:
It was reported that on literature review "early outcomes of a novel bicruciate-retaining knee system: a 2-year minimum retrospective cohort study" 1 patient had a intraoperative complication medial tibial plateau fracture resulted in orif and was treated with a subsequent removal of fixation hardware and 4 patients required a reoperation (of which 1 had a tibial revision to a conventional cr tka secondary to acl tear and 1 had a tibial revision for arthrofibrosis and) after a bicruciate retaining total knee arthrosplasty where a journey¿ ii xr¿ bi-cruciate retaining knee system were received using a journey ii bcs knee tibial component. 2 patients had a tibial poly liner exchange due to infection and a arthrofibrosis after a bicruciate retaining total knee arthrosplasty where a journey¿ ii xr¿ bi-cruciate retaining knee system were received using a journey ii bcs knee poly liner component. 2 patients required a full revision due to infections and arthrofibrosis after a bicruciate retaining total knee arthrosplasty, also 1 patient required a ed visit in the first 90 days after surgery due to venous thromboembolism (vte) and 1 patient was readmitted after surgery in the first 90 days due to a cardiac complication where a journey¿ ii xr¿ bi-cruciate retaining knee system were received, using a journey ii bcs knee fem comp.

Manufacturer narrative:
Internal complaint reference: (B)(4). Singh, v., yeroushalmi, d., christensen, t. H., bieganowski, t., tang, a., & schwarzkopf, r. (2022). Early outcomes of a novel bicruciate-retaining knee system: a 2-year minimum retrospective cohort study. Archives of orthopaedic and trauma surgery, 1-7. Doi: 10.1007/s00402-022-04351-2.

Manufacturer narrative:
Section h6 was updated. Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the reported symptoms and events cannot be definitively concluded and the impact beyond the reported cannot be determined. The individual patients¿ current health status was not provided as requested. Therefore, no further patient medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection, procedural/user error, surgical complication, patient medical history and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Singh, v., yeroushalmi, d., christensen, t. H., bieganowski, t., tang, a., & schwarzkopf, r. (2022). Early outcomes of a novel bicruciate-retaining knee system: a 2-year minimum retrospective cohort study. Archives of orthopaedic and trauma surgery, 1-7. (Doi: 10.1007/s00402-022-04351-2).